Event description:
A customer reported that during surgery, the surgeon tried to make an incision with the knife from the convenience pack, however, "does not get through", since the knife is blunt or has a burr. No pt injury has been reported, and no pt identifiers are available. This is the second of 16 reports from this customer.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).